Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out due to premature battery depletion. The device was removed and replaced successfully. The patient was asymptomatic and was sent home the same day.